Event description:
It was reported that during a circumflex artery stenting procedure in a heavily calcified and tortuous lesion, with a xience v stent, resistance was felt during advancement. The physician continued to attempt to cross the lesion; however, the stent dislodged from the balloon proximal to the lesion. A balloon was used to advance the stent. It is unk if the stent was deployed or compressed against the vessel wall. A second xience stent was sued successfully. There was no adverse pt sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.